Event description:
Caller reported a malfunction on the pump with a displayed code of malf 4, and the fault ID was available. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) resolved the issue by sending a replacement pump with updated software. Caller was provided with instructions for pump storage mode and advised on steps for receiving the replacement. No backup therapy was available, and the caller planned to consult their healthcare provider.